Manufacturer narrative:
(B)(4). Date sent: 08/04/2025. D4: batch #291d26. Additional information was requested, and the following was obtained: - did the device deliver any staples? No. - did the device cut? No. - was there any difficulty opening the device? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with three ecr60g reloads present. The reload (b) was received partially fired 1/2 and with damage on reload deck. Upon evaluation of the reload, the one-piece sled, and some drivers were noted to be damaged. The reload (c) was received partially fired 2/3 and with damage on reload deck. The reload (d) was received partially fired 2/3 and with damage on reload deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples met the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reloads is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 310d19; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 291d26, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not fire farther after fired a little. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.